Manufacturer narrative:
This report is being filed under exemption e2012070 by the manufacturer arjohuntleigh polska sp. Z o. O. (Registration #3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration #1419652). This report is a correction to the final report no. 3007420694-2017-00081- data provided in point e1 regarding initial reporter was corrected. The conclusions from final report remain unchanged.

Manufacturer narrative:
This report is being filed under exemption e2012070 by the manufacturer arjohuntleigh polska sp. Z o. O. (Registration #3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration #1419652). The enterprise 9000x bed is intended for high dependency patients who pose movement and handling risk and/ or whose clinical condition requires that they are positioned with minimal physical handling. Patients with a moderate amount of independence can, at the caregiver's discretion, use the controls to adjust their own position. On 31 mar 2017 arjohuntleigh has received a customer complaint involving enterprise 9000x bed (serial number: (B)(6)). The reported malfunction took place in the (B)(6) hospital in great britain. The initial allegation was that backrest section of the bed raised without any button being activated neither on hand control nor control panel. Patient was lying in horizontal position asleep while the event occurred. As a result the resident did not suffer any injury. It was initially stated that there was no obstruction near the patient controls that would potentially lead to accidental buttons activations, however all bed functions were unlocked against the recommendations in product instruction for use. The staff was not at the bedside at the time the event occurred. After the incident, the device was moved through the arjohuntleigh inspection where the reported malfunction could not be affirmed as no failure has been found within device and the event could not be recreated. All above mentioned information was presented in the final report (submitted on 14 apr 2017). Afterwards further data was provided which differs from the information initially reported and put a new light on the investigated issue. It was reported that at the time the incident occurred the patient was ventilated and sedated lying flat on the bed. There was a staff member on either side of the bed, the safety sides were in the down position and no functions were locked out. The staff proceeded to raise the backrest to an intended 30 degree angle by depressing the backrest button on the attendand control panel, however when she removed her finger once the desired angle was approaching, the backrest section of the device continued to raise. There was no injury sustained as a result of this event. Both staff members present have been using the enterprise bed range for some years and were aware of the inadvertent movement of the bed if they are leaning against the attendant control panel. They have made this mistake in the past and have witnessed family members make this mistake also, therefore both stepped back from the bed and raised arms to let each one know they were not pressing the buttons located on control panels. Afterwards the bed was disconnected from the power source, however the bed continued to raise and only stopped when it reached the maximum range. Once the movement stopped staff depressed the button to lower the backrest completely flat again, adjusted the patient and once again proceeded to raise the backrest and the same happened. The backrest section of the bed, stopped only once it had reached the maximum upright position. When it stopped the staff was able to lower it to the desired 30 degree angle once again. After the event arjohuntleigh technician inspected the bed and revealed that in his opinion the handset's button got stuck when it was pressed, therefore the bed continued to raise although no one was commanding it to do so, unplugging the bed made no difference as it continued to operate on battery backup and only stopped when it reached maximum position. It need to be emphasized that one of the requirements of the work instructions and quality procedures for the devices is the 100% functionality test of the electrical functions before they are cleared for dispatch. In accordance to the final inspection procedure 100038934 rev. 10 electrical test of control panels needs to be done before releasing each enterprise 9000x bed for dispatch to verify if all electrical bed functions are working correctly. The following procedure is required to be accomplished to finish the test: "check if bed can lift to its top position. Press and hold up button. Actuators should stop automatically when top position is reached. During lifting and lowering pay extra caution on possibility of cable entrapment." "Check if bed can reach its lowest position. Press and hold "down" button. During that stage take extra caution and make sure that bed frames or bed platform is not colliding with any obstacles. Actuators should stop automatically when the bottom position is reached." "Press and hold "tilt" button - bed should tilt head down. Press and hold opposite "tilt" button - bed platform should tillt leg down. During tillt transition bed platform should stop automatically when it reach level than continue." "Press and hold backrest "up" button. Backrest should rise gradually to its final position. During that movement should pause when 30 degree angle is reached than continue. Lower the backrest by backrest "lowering" button." "Press and hold "chair up" button , bed should go to chair position. Backrest should position at 450, calf section move up (foot at the same level as seat, subframe at the horizontal position). After pause, while button "chair up" is pressed or after press again, subframe should tilt to position foot section down. By pressing "chair down" button, bed platform goes back to horizontal position." "Function bio-contour. Press and hold "bio-contour up" - bed should go to position: backrest should position at 450, foot section should move to seat section, subframe should stay at the same level (foot at the same level as seat). Press and hold "bio-contour down" - bed should go back to horizontal position." The device history record has been reviewed. No anomalies were recorded at the time of manufacture. Based on the collected information, findings made during device inspection and technician's opinion it can be stated that the event has been caused the most likely by an handset's button being stuck during its activation by the operator of the device. To ensure the safety of our products the instruction for use provided together with the involved device (746-591_en_5 dated on july 2013) includes information regarding the possibility of activating the beds function without the intention and how this situation can be avoided: warning: "it is recommended to use the function lockout facility on the attendant control panel to prevent unintended movement in situations where objects may press against the patients' controls", warning: "(...) When pushing or pulling the bed; do not hold the side rails or any attached accessories", warning: " store the handset on the side rail using the clip on the back; this will help to prevent accidental operation of the controls", warning: "take care not to squeeze or trap the handset cable between moving parts of the bed". Warning: "the controls require only a single press to activate. To prevent unwanted movements of the mattress platform, avoid leaning against the side rails and keep equipment on and around the bed clear of the controls". Information: "function lockout can be used to prevent operation of the controls, e.g. When inadvertent movement of the mattress platform could injure the patient." It needs to be emphasized that the likelihood of the occurrence of the death or serious injury in case of unintended bed movement is remote. In addition, the movement range is always within the predetermined and safe operating range of the device. In summary, although no adverse event occurred the complaint decided to be reportable in abundance of caution. The device was being used for patient care at the time of the incident. Upon the conducted investigation and bed inspection done by the arjohuntleigh representative, we were unable to determine the exact root cause of claimed failure. Based on collected information it might be presumed that control button being stuck while activated may be in this case a contributing factor of the uncommanded bed movement. At the time the event occurred the device was not working up to its specification.

Manufacturer narrative:
This report is being filed under exemption e2012070 by the manufacturer arjohuntleigh polska sp. Z o. O. (Registration #3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration #1419652). The enterprise 9000x bed is intended for high dependency patients who pose movement and handling risk and/ or whose clinical condition requires that they are positioned with minimal physical handling. Patients with a moderate amount of independence can, at the caregiver's discretion, use the controls to adjust their own position. On 31 mar 2017 arjohuntleigh has received a customer complaint involving enterprise 9000x bed (serial number: (B)(6)). The reported malfunction took place in the (B)(6) hospital in great britain. The customer allegation was that backrest section of the bed raised without any button being activated neither on hand control nor control panel. Patient was lying in horizontal position asleep while the event occurred. As a result the resident did not suffer any injury. There was no obstruction near the patient controls that would potentially lead to accidental buttons activations, however all bed functions were unlocked against the recommendations in product instruction for use. The staff was not at the bedside at the time the event occurred. After the incident, the device was moved through the arjohuntleigh inspection where the reported malfunction could not be affirmed as no failure has been found within device and the event could not be recreated. Based on the collected information, findings made during device inspection and technician's opinion who states that the event has been caused the most likely by control button being inadvertently pressed e.g. While patient was changing his position, we can only presume that it is the actual source of claimed incident, nevertheless we were not able to confirm or deny this theory. To ensure the safety of our products the instruction for use provided together with the involved device (746-591_en_5 dated on july 2013) includes information regarding the possibility of activating the beds function without the intention and how this situation can be avoided: warning: "it is recommended to use the function lockout facility on the attendant control panel to prevent unintended movement in situations where objects may press against the patients' controls", warning: "(...) When pushing or pulling the bed; do not hold the side rails or any attached accessories", warning: " store the handset on the side rail using the clip on the back; this will help to prevent accidental operation of the controls", warning: "take care not to squeeze or trap the handset cable between moving parts of the bed" warning: "the controls require only a single press to activate. To prevent unwanted movements of the mattress platform, avoid leaning against the side rails and keep equipment on and around the bed clear of the controls" information: "function lockout can be used to prevent operation of the controls, e.g. When inadvertent movement of the mattress platform could injure the patient." It needs to be emphasized that the likelihood of the occurrence of the death or serious injury in case of unintended bed movement is remote. In addition, the movement range is always within the predetermined and safe operating range of the device. In summary, although no adverse event occurred the complaint decided to be reportable in abundance of caution. The device was being used for patient care at the time of the incident. Upon the conducted investigation and bed inspection done by the arjohuntleigh representative, we were unable to determine the exact root cause of claimed failure. Based on collected information it might be presumed that control button being inadvertently pressed may be in this case a contributing factor of the uncommanded bed movement. No technical deviation was found with the device (the bed did not fail to meet the manufacturer's specification).

Event description:
On (B)(6) 2017, arjohuntleigh was initially notified about incident with regards to enterprise 9000x bed. The reported malfunction took place in the university durham hospital in great britain. In received complaint it was reported that the backrest section of the bed raised without any button being pushed neither on hand control nor control panel. As a result the patient did not suffer any injury.